Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted (B)(6) 2025. On approximately (B)(6) 2025, the patient reported experiencing a cgm inaccuracy, however, no specific cgm or bg meter comparison values were reported. She was wearing an unspecified insulin pump which was running in a closed loop mode. No patient symptoms were reported; however, the patient was diagnosed with diabetic ketoacidosis (dka). There was no documentation of treatment or medical intervention provided. The patient was ¿feeling better¿ at the time of report. This is 4 of 4 similar events for the same patient. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This is 4 of 4 similar events for the same patient. Related records: (B)(4), (B)(4), (B)(4). The first event is documented under (B)(4).